Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that during the procedure the clips fell out of the instrument and the clips did not close properly. Another device was used to complete the case. There was no consequence to the pt.